Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module displayed error message and stopped the infusion of total parenteral nutrition. It was noted that tpn was being infused at a rate of 35ml/hr at the time of the event when the pump spontaneously alarmed and displayed the error message. Noradrenaline was infusing through a separate pump module, which did not have any reported issues. The tpn infusion was then transferred to a different pump module. The customer reviewed the the device logs which showed "error 240.4150." It was also mentioned that ¿check IV set¿ error was observed when door is closed with no set inserted. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module displayed error message and stopped the infusion of total parenteral nutrition. It was noted that tpn was being infused at a rate of 35ml/hr at the time of the event when the pump spontaneously alarmed and displayed the error message. Noradrenaline was infusing through a separate pump module, which did not have any reported issues. The tpn infusion was then transferred to a different pump module. The customer reviewed the the device logs which showed "error 240.4150." It was also mentioned that ¿check IV set¿ error was observed when door is closed with no set inserted. There was patient involvement but no harm.